Event description:
It was reported that a new lead was implanted with an existing neurostimulator. Impedance values greater than 4000 ohms were found on electrode combination c-0, and some bipolar pairs. The physician tried disconnecting and reconnecting the lead to the neurostimulator but was unsuccessful at altering the impedance values. Additional information reported indicated that 7 of 10 electrode combinations were working properly, the rest had high impedances. It was unclear if these impedance measurements were performed intra-op, post-op or in a scheduled check-up. The physician programmed the patient using these "good electrode" combinations and the patient had been using this programming since implant. It was noted that the patient was working with their physician to manage her symptoms. If additional information becomes available, a follow-up report will be sent. See MFR. Rep. # 3004209178-2012-01603 for related event.

Manufacturer narrative:
Lead: model 3093-28, lot# v695670, implanted: (B)(6) 2011, explanted: na. Programmer: model 3037, serial# (B)(4).